Event description:
The customer received a blood glucose reading of 166mg/dl on the contour next usb, retested on a different meter and the reading was 93mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned. Replacement product was not sent to the customer.